Manufacturer narrative:
(B)(4). One sample received where the clampex connector & valve was detached from the bag sheeting. The engineering/production/quality associate team, responsible for this product line meet on a regular basis to review the performance of this product. The welding process of the connector valve to the solution bag has been re-evaluated as part of the on-going improvements to the product line. We are confident that these corrective measures will help to eliminate this problem. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
This is a report received by baxter (B)(4) from a customer on (B)(6) 2010. The reporter noted that the white connector was found loose in the overpouch of an accusol bag. There was one actual sample available for evaluation. No patient injury or medical intervention reported with this event.